Event description:
A (B)(6) underwent abdominal myomectomy. The fascia was closed with a "1" polyglyconate loop (maxon) suture. During the closure of the fascia, a single knot within the segment of suture was not yet incorporated into the closure was noted. The knot was loosened and untied and the remainder of the incision was closed without difficultly. Thirty hours later, fascial dehiscence occurred -the suture was noted to have broken at approx the area where the knot had been noted earlier in the suture. The fascia was completely intact with no evidence of infection or the suture pulling through. The suture was intact at both ends of the suture line with no evidence of a slipped knot. The fascia was then closed again. Date of use: (B)(6) 2009. Diagnosis or reason for use: routine surgical use.